Manufacturer narrative:
Stricture reported by the physician as definitely procedure-related, and possibly device-related. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy, and may occur regardless of whether or not there is a device malfunction. Patient symptoms resolved after standard therapeutic intervention (tts balloon dilation).

Event description:
C2 therapeutics became aware of a stricture event on (B)(4) 2017. The patient was initially treated with the cryoballoon ablation system on (B)(6) 2017. During a follow-up endoscopy examination on (B)(6) 2017, a mild benign appearing, intrinsic stenosis was observed. Patient was dilated and the site was examined and showed complete resolution of the stricture. Final result: resolved without sequelae.